Event description:
It was initially reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was to be used during a procedure performed on (B) (6) 2009. According to the complainant, while preparing for the case, the forceps handle was actuated and the jaws failed to open. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; tang hole broken.

Manufacturer narrative:
(B) (4) - other (won't open). A visual examination of the returned device found that the tang hole was broken. The fractured part was sent for sem material analysis. The test determined that the fracture occurred as a result of the material being arrested during the solidification process (material cold flow). The forceps rivets and welding marks were within spec. A functional check was not performed due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the device jaw was broken. The most probable root cause is a supplier manufacture issue. The failure occurred due to material cold flow at the solidification process. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B) (4).